Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. The patient did not feel stimulation. The therapy was not on. Therapy turned on; situation resolved. There were no trauma/falls reported that could be related to this issue. The hcp (healthcare professional) had not instructed the patient to keep a voiding diary. Increase amplitude. The patient felt stimulation in the correct area (i.e. Bike seat). The patient tried to do this and stated stim was too strong. Consider changing programs. Consider increasing amplitude. The patient felt stimulation in the correct area (i.e. Bike seat). Stim was comfortable on program 4 on 1.0. The patient will monitor symptoms. Troubleshooting resolved reported issue. The patient stated she will not be following up with hcp. Symptoms reported were: leakage, frequency. This was considered a sudden change in therapy/symptoms. The patient stated she was trained under anesthesia if at all. The patient also stated she had been using the stim off key to turn off the patient programmer (pp). The patient was educated on use of pp. Event date: (B)(6) 2015. Leakage returned (B)(6) 2015 and frequency started (B)(6) 2015. Gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.